Manufacturer narrative:
Zoll medical corp. Has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) patient (gender unknown) in leads, the device inappropriately displayed a "defib pad/paddle short" message when pads/paddles were not attached. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.